Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: medical product - ratchet handle #00770102200, lot: unk, serial: unk autoclave case #00770100300, lot: unk, serial: unk z.s.g.m. Cutter 1.5:1 ratio ( caution: sharp ) #00770301500, unk, serial: unk. Z.s.g.m. Cutter 2:1 ratio ( caution: sharp ) #00770302000, unk, serial: unk. Z.s.g.m. Cutter 3:1 ratio ( caution: sharp ) #00770303000, unk, serial: unk. Z.s.g.m. Cutter 4:1 ratio ( caution: sharp ) #00770304000, unk, serial: unk. G2: foreign - event occurred in australia. The product was returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during biomedical engineering test/check the unit had uneven operation and the graft appeared to slant to one side. There was no patient involvement. Due diligence is complete. No additional information is available.